Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6)female was implanted with an impella cp device for mechanical circulatory support. It was reported that while being placed on impella cp support, the patient began to show signs of tamponade. Covered stent was placed, which allowed the percutaneous coronary intervention (pci) to be completed. The patient then underwent a pericardiocentesis. Hemodynamics was normalized after that.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.